Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The fluoro function circuit board and the interconnect cable were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system would lock up and had to be powered down for five minutes before another attempt to initialize. The system was successful on the re-boot. There was no adverse effect to the pt reported. Limited pt info reported.